Manufacturer narrative:
Covidien performed data analysis and a comparison test run of the n-550.

Event description:
Covidien-(B)(4) service center received a report of high saturation readings of a n-550. The customer reported their pt was disengaged from a non-covidien ventilator and became cyanosis. At the time of the reported event, spo2 value displayed by the n-550 indicated 100%. Alarm settings of the n-550 at the time of the event were : spo2 - upper 100, lower 90; heart rate - upper 170, and lower 90. When spo2 decreased to between 60 to 69%, the unit made an alarm sound. Another pulse oximeter had been checked for comparison, and that unit indicated 97%. The pt recovered and was discharged from the hospital.